Event description:
Customer reported damage to the pump housing, specifically at the usb port and pins, impacting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be issued, and the customer planned to use multiple daily injections as backup therapy to maintain insulin delivery.